Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 415 mg/dl and 371 mg/dl at the time of the call. Customer indicated that the sensor will not allow a calibration even after an infusion set change. Customer wanted to troubleshoot the sensor only and not the high blood glucose and the call was transferred. No further details given.